Event description:
On 2023-nov-14, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient stimulator was working well for pain relief, however they reported the ins was tilting/tipping in the pocket and they reported discomfort when they slept and it sometimes would get caught on on their paints. They said it was tender and uncomfortable in certain positions. Their provider and scs nurse were aware and are considering a pocket revision. The issue was not resolved and the issue was ongoing. The manufacturer representative indicated they would send any further information as they become aware. On 2023-11-21, additional information was received from the manufacturer representative (rep) clarifying that a revision was not scheduled and they were not planning on revision as there was no need for a pocket revision at this time. It was reported that it was not tilted at post op visit initially after surgery but was later found tilted. The rep saw the patient last week and their ins was now flush against their skin as they had been wearing a back brace, which helps reposition the ins in a comfortable spot and helps reposition ins flush against skin. It was reported that the cause of the ins being tilted/tipped was not determined. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.